Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip migration was unable to be determined. The reported recurrent tricuspid regurgitation (tr) was a cascading event of the reported clip migration. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed for recurrent tricuspid regurgitation with clip mobility. (B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with severe functional tricuspid regurgitation (tr) grade 4, with 5 leaflet anatomy, 2 septal and 2 posterior leaflets. Three triclips were successfully delivered and deployed, reducing the tr to mild, grade 1. Following implant and on (B)(6) 2023, 1 of the triclips appears more mobile. On (B)(6) 2023, a follow-up echocardiogram was performed. Moderate tr was noted along with the same mobile, anterior device. There was no single leaflet device attachment reported. On (B)(6) 2024, recurrent, moderate tr was noted. No treatment was reported.